Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: " stem inserter failed to gauge implant. Handle appeared to be compromised."